Event description:
The surgeon stated the side and the size of the component. The size and the side that was printed on the box were read aloud. The size on the outside of the box was labeled right, size 5. It was correct for side and size. The seal was broken on the box by the circulator. The inner box was taken out and looked at by the staff and the surgeon. The inner box was labeled left, size 5. The box and component were removed from the room and given to the coordinator. A new implant was brought into the room and the procedure continued without further incident.